Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) epicardial lead exhibited high shock impedance of greater than 200 ohms while programmed to a triad configuration. The system was reprogrammed rv coil to can. Defibrillation threshold (dft) testing was performed and the values were all within acceptable parameters. There were no adverse patient effects reported. The lead remains in service.